Manufacturer narrative:
Upon review the unknown device cannot be located because there is no information provided with this device such as serial number. This MDR will be reopened in the event the product involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. [Reference: complaint # (B)(4)].

Event description:
On 04/25/2024, infutronix received a report that a pump had " flow rate issue - unknown issue: pump alarmed, patient wanted pump turned off as she felt bag was empty even though pump vtbi (9.1ml) showed medication remaining. No patient was harmed. Device was requested to be returned.